Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 403 mg/dl. It was stated that the customer had been feeling ill for a few days prior. Troubleshooting was performed, and several alarms were found in the alarm history. It was also stated that the insulin pump gave off no power alarms without first giving a low battery alarm. It was also stated that the battery had to be replaced because the screen had gone blank. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.